Manufacturer narrative:
(B)(4).

Event description:
It was reported that after patient presented with syncope, noise was observed on the ra lead. New leads were implanted with the upgrade of the ICD device. The ra lead remains implanted. Patient is stable.